Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The screw that goes into the seat post has broken off in half. They are not sure how it happened since the end user has passed.